Event description:
An infusion pump with a failure code 810:04. This report was noted during clinical use. The set's flow rate was 200 ml/hr and ran for two minutes prior to failure code occurring. There was no pt injury or medical intervention. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific patient info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.